Event description:
It has been reported that device did not pass a self diagnostic check. No associated deployment of device.

Manufacturer narrative:
(B)(4). Device eval pending. Date of manufacture 07/2012.